Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service rep (fsr) verified the unit would not charge. The fsr replaced the batteries and tested the unit. The unit operated to MFR specifications and was returned to clinical use. The suspect batteries were returned to the MFR for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, after the unit was sitting out of use all night, the user turned on and unplugged the unit and the unit died immediately. They were planning to move it down the hall. They are using the perfusion system plugged in and the light emitting diode (led) stayed red. The device was not changed out, as they had tubing loaded and the surgeon decided to use the unit for this case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.